Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k062858, k082644. The actual sample was received for evaluation. Visual inspection revealed that the sheath had been fractured at approximately 20 mm from the root of the sheath supporter. Magnifying inspection of the fracture revealed: the sheath tube was partially elongated; fracture surface was partially smooth; no abrasions were observed on the surface in the vicinity of the fracture end. Electron microscopic inspection of the fracture end revealed the sheath tube was partially elongated; fracture surface was partially smooth; no abrasions were observed on the surface in the vicinity of the fracture end. Reproductive testing was performed and a sheath sample with a guidewire inserted in it was given a nick of the same dimension and angle as the smooth part of the fracture surface of the actual sample. The test sample was then exposed to a tensile load. Magnifying inspection of the test sample revealed: the guidewire had no flaw though the sheath was broken; the sheath tube was partially elongated; fracture surface was partially smooth; no abrasions were observed on the surface in the vicinity of the fracture end. Electron microscopic inspection of the test sample revealed: the sheath tube was partially elongated; fracture surface was partially smooth; no abrasions were observed on the surface in the vicinity of the fracture end. The state of the test sample was confirmed similar to that of the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping record. IFU states: do not scratch the sheath with needle point, cutting tool, or other edged tools. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that a sharp edge came into contact with the actual sample deteriorating the strength of the sheath tube. Afterward, the actual sample might have been subjected to a tensile load, which resulted in the fracture. As the detailed information on the procedure was unknown, however, it was not determined when it occurred exactly. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the glidesheath was used during the procedure. In order to apply ECMO to a patient who had been transported due to cardiac arrest, the sheath was inserted retrograde into the common femoral artery. While the guidewire was left in the sheath, the vessel was cut with a scalpel and the sheath was removed in order to insert cannula. The sheath was found severed with its fragment left in the patient body. The cannula of ECMO was introduced through the guidewire to continue the procedure. The procedure outcome was not reported. Patient death was not attributed to the issue of the sheath.